Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the xtra bowls. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5062325) on june 13, 2016 stating that the xtra bowl for the xtra autotransfusion system did not empty properly during a procedure. The bowl would partially empty and then stop. The bowl was changed to another from the same lot and the same issue occurred. A third differently sized bowl from a different lot was set up and worked properly. The customer reported that 2000ml of salvaged blood was discarded due to the issue. There was no report of patient injury. The user report stated that an adverse event occurred, however follow-up communication with the customer confirmed that there was no patient injury associated with this event. The impact was the 2000ml of salvaged blood loss that would normally have been lost to the patient without the use of the xtra device. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5062325) on june 13, 2016 stating that the xtra bowl for the xtra autotransfusion system did not empty properly during a procedure. The bowl would partially empty and then stop. The bowl was changed to another from the same lot and the same issue occurred. A third differently sized bowl from a different lot was set up and worked properly. The customer reported that 2000ml of salvaged blood was discarded due to the issue. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the xtra bowls. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The complained devices were not returned to sorin group (B)(4) for investigation. According to traceability of the complained devices, sorin group (B)(4) has not received any other reports for similar issues for this lot. As the device was not returned for evaluation, a root cause could not be determined and corrective actions were not identified. No device issue could be confirmed and the occurrence for this type of issue is low. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Device not returned to manufacturer.